Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The disc was unable to load. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that representative (rep) was unable to download patient images to the system. She logged out and back in and was unable to download them, rebooting also did not resolve the issue. System would try to download for upwards of 10 minutes but never would. She stated the disc had about 300 image slices on it and was the only series. Opened a terminal window while the disc was loading indicating the clinical app was working to load the disc and the os was still free to operate with. From that point, she had to go, they were going to use a fusion for the case. It was further reported that another disc loaded without issue. Proceeded with case using the navigation device. There was no patient present when this issue was identified. As reported, the disc was unable to load.

Manufacturer narrative:
No logs available for analysis. There is insufficient information to determine whether a software anomaly contributed to the reported behavior. Unable to determine probable cause without further information since the behavior cannot be replicated. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.